Event description:
It was reported the pt stopped using and charging the scs system about nine months ago due to no longer needing the therapy. The sjm rep will meet with te pt as the next course of action.

Manufacturer narrative:
Correction/removal numbers: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.